Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy¿ stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent was found to be lifted when crossing the lesion. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the center struts showed slight lifting from the balloon body. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 383mm from end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy¿ stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent was found to be lifted when crossing the lesion. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good.